Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy, and has an alternate method available for insulin therapy.